Event description:
During service testing of the ventilator, the lights did not illuminate on the nurse call test fixture.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.